Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. No a33 alarm noted. Insulin pump received with cracked case at lcd window corners, battery tube threads, a minor scratch on lcd window. Insulin pump received with missing end cap sticker. Insulin pump received with a broken reservoir tube lip.

Event description:
The customer reported an a33 alarm. The customer's blood glucose reading was 230 mg/dl. The patient stated that the insulin pump was not dropped and that the drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.